Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy due to right lead migration. Surgical intervention was undertaken during which the lead was explanted and replaced. Therapy was restored post-surgery.